Event description:
It was reported during a laparoscopic cholecystectomy an o-ring fell out of the trocar into the abdomen. The white o-ring was retrieved by the surgeon and the case was continued without incident. The product was not saved. There was no pt consequence.